Manufacturer narrative:
Additional information: a2.

Event description:
It was reported that when the syringe was changed, the patient noticed the new pump gave a small bolus of the medication when the plunger came in contact with the syringe.

Event description:
It was reported that when the syringe was changed, the patient noticed the new pump gave a small bolus of the medication when the plunger came in contact with the syringe.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when the syringe was changed, the patient noticed the new pump gave a small bolus of the medication when the plunger came in contact with the syringe.